Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a carotid endarterectomy procedure in which vascu-guard patches were used. It was further reported the patient experienced a surgical site infection. The cause of the infection was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.